Event description:
It was reported that the adapter cable is not recognized. There was reportedly no patient involvement. The customer evaluated the device and confirmed that the hands free cable was faulty. Upon conclusion of the evaluation, it was determined that this was a malfunction of the hands free cable which the customer will replace. The device remains at the customer site and no further evaluation is warranted at this time.